Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). Patient representative mentioned information on implant replacement referring to the neck implant. Caller stated, "the one they had [the doctor] to put one in to his neck and that one failed to work, the implant failed to work. So that was when they put the new neck stimulator in and the battery that went with that and they took the battery pack from the original neck stimulator and put it in with [their] stimulator for [their] back because (it was almost) the battery had been in so many years and was almost ready to expire and they just re-used the battery pack from the original neck stimulator".

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.